Event description:
It was reported that, "surgeon performed a revision on 10/13/2011, noticed a linear wear on liner and removed adm cup and liner."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-00693.